Event description:
Rptr has gone through 5 penile implant operations since 1985, and is now experiencing another penile breakdown. Rptr is faced with yet another operation. Rptr has had fluid leaks, malfunction of the prosthesis etc. Always necessitating another operation. This has put his life under severe mental stress. Rptr knows now that he really never needed the first penile implant operation, dr probably could have treated rptr's problem by more conventional means. Rptr doesn't know yet if all these penile implant operations have caused other physical problems.